Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter while introducing it to the patient's vein. The following information was provided by the initial reporter, translated from french: "the department reports a failed IV placement for an MRI patient. On removal of the device, the operator found that the needle had transfixed the plastic catheter."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-apr-2023 . H6: investigation summary bd received a used 20 gauge insyte autoguard blood control pro unit from lot 2280024 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed blood residue inside of the unit indicating use. Next, the unit was leak tested and a leak was observed coming from midway down the catheter tubing. Finally, the engineer inspected the returned device under a microscope and noticed a v-shaped cut in the catheter tubing. This type of cut is indicative of the needle piercing through the catheter tubing. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify that the needle had pierced through the catheter tubing. It was determined that the observed leak was caused by the needle piercing through the catheter tubing. Unfortunately, a definitive root cause for the needle piercing through the catheter tubing could not be determined.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter while introducing it to the patient's vein. The following information was provided by the initial reporter, translated from french: "the department reports a failed IV placement for an MRI patient. On removal of the device, the operator found that the needle had transfixed the plastic catheter."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.